Event description:
Medics responded to a cardiac arrest, pt unconscious and unresponsive on arrival. Disposable defibrillation electrodes were attached to the pt, pt was determined to be in v-fib. Reportedly, when an attempt was made to shock the pt the device would not charge. A back up device was obtained and care to the pt was continued. The pt was shocked 4 times during the resuscitation effort. Each time the pt went back into a pea rhythm. The pt was not resuscitated. The reporter stated the pt's outcome was not a result of device operation. The reporter's opinion was based on the pt's lack of response to resuscitation efforts and the persistent pea state.